Event description:
It was reported that since late (B)(6) 2014 the patient¿s implantable neurostimulator (ins) had been ¿cutting off¿ which they were told would happen in early fall as their ins gets low. They further noted that they are able to ¿charge it some¿ and that sometimes it works and other times it shuts down. Their battery was also low.

Manufacturer narrative:
Product ID 3708320, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708320, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3487a-45, lot# j0527457v, implanted: 2005 (B)(6); product type lead product ID 3487a-45, lot# j0546635v, implanted: 2005 (B)(6); product type lead product ID 3487a-45, lot# j0540953v, implanted: 2005 (B)(6); product type lead product ID neu_ptm_prog, lot# unknown; product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient¿s device was not keeping a charge, had malfunctioned and would sometimes turn itself off. The patient noted that the device worked fine until it ¿cut off on its own¿ and ¿wore out¿. As a result the implantable neurostimulator (ins) was replaced on 2015-(B)(6). It was unknown if the replacement was due to normal battery depletion or what the patient¿s status was after the replacement. Additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4)